Manufacturer narrative:
A philips field service engineer (fse) spoke to the customer. The rce went through the configuration with philips clinical support (cs) who explained to the customer nurse and nurse educator how the system works. The rce pulled the logs from the central station (pic ix), and bedside monitor. According the rce, the pic ix showed a desat alarm occurring at 8:57 am. The bedside monitor showed the desat alarm and the alarm being silenced. Philips field service engineer (fse) went to the customer site, and tested the device for desat, using a simulator; the system was working normally. There was no product malfunction. This is considered a user issue, as the alarm occurred and had been silenced. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer nurse reported that the monitor did not alarm for desat on bed 6 at 8:57 am on (B)(6) 2019. The patient had to be treated due to the desaturation.